Event description:
Additional information was received from the patient. They reported that the cause of the shocking sensation in the forehead and stimulation at the leg was determined, but when asked what most likely caused or contributed to the issue, they stated, "unknown." When asked what steps were or would be taken to resolve the issue, they responded they saw the doctor on (B)(6) 2021. They ordered an x-ray. They were waiting for the results. When asked if the issue had been resolved, they replied, "no, but no further action will be taken." They noted it had not been helpful. They had to run to the bathroom as soon as the urge occurred, or have a bowel movement in their clothes.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that probably for like a month, they have noticed electrical impulses going up to their forehead, a tingling there and a little soreness around the battery, pt also reported feeling stim going down their legs that resolved when they reduced the setting. Pt said they turned stim off for 3-4 days and noticed the feeling faded away and when they turned it back on it came back. Pt asked if it is it possible if the interstim system has gone bad? Reviewed they have the option to turn stim down or off until they can report this to their doctor to resolve it. Pt said they have had no falls or traumas, the only other medical test they had was a dopplar study for their heart. Also reviewed the potential to try other programs. Pt said they have an appointment with their doctor on october 19th recommended talking with their doctor about their concerns. The patient's relevant medical history included pt mentioned the trial helped their incontinence but the permanent system has not been successful since implant, when they need to go to the bathroom they have just enough time to get from the living room to the bathroom but wish they could go travelling no further complications were reported/anticipated at this time.